Event description:
The affiliate reported that the patient has a history of hydrocephalus and suffers from severe headaches and dizziness so it was decided to change the hakim valve. The patient was consulted for persistent global headache and it was determined that the valve was dysfunctional. As a result, a new valve was placed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. : device was not returned.